Event description:
The customer reported via phone call that they received a no delivery alarm while attempting to bolus. The customer's blood glucose was 348 mg/dl. Troubleshooting found insulin was unable to exit with a plunger push and there was greater resistance than normal. Customer was also advised their reservoir/infusion set connection may be severed. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.